Manufacturer narrative:
10/24/96- submission of supplemental report #1 to FDA by mfg.

Event description:
The device was applied during an unspecified procedure. The clips would not load. The hosp has reported no pt injury occurred.